Event description:
It was reported that during a procedure, the teflon pad of device was separated from the clamp arm during the procedure. It was not reported how the procedure was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.